Event description:
Reportable based on analysis completed on 17-dec-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified unspecified vessel. A 24 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, the device failed to cross the lesion due to severe calcification of the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the bumper tip profile. The stent struts from the centre of the stent were misaligned and stretched distally past the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure there were no issues noted with the devices inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).